Event description:
The patient has had several surgeries in the last 2 years, it was not specified if related to spinal cord stimulation (scs) system or not. The patient was not sure if the implant was dead or if it had too much radiation. The scs was implanted for compression fracture related pain. This was a return of pain. The last time the patient communicated with the recharger or patient programmer (pp) was about 2 years ago. The patient has been to the ER twice for this pain. Additional information received reported the patient¿s implantable neurostimulator (ins) was in an overdischarged state. It was noted the patient had not charged for over 1.5 years. It was further noted the patient had other illness and did not want the ins any more. The reporter stated eh patient¿s healthcare professional agreed to explant the full system because the patient did not want it to work again and they did not want it in their body. It was noted the patient visited their hcp for the first time in ¿just under two years¿ on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), impl anted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).